Event description:
It was reported that the svc conductor of the ventricular lead had impedance greater than 200ohms. Lead fracture being ruled out. The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the svc conductor of the ventricular lead had impedance greater than 200ohms. Lead fracture being ruled out. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 7 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2009 and (B)(6) 2011. Weekly hv lead impedance trend data shows an abrupt increase for min and max svc defib impedance= 54 to 254 ohms peak, between (B)(6) 2009 and (B)(6) 2011.